Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted. Unable to perform delivery accuracy test due to critical pump error alarm noted. Unable to verify under delivery anomaly due to critical pump error alarm noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 459 mg/dl at the time of incident and other blood glucose was 305 mg/dl. The customer was treated with manual shot. The customer experienced symptoms such as thirsty. The customer been using the insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were not using the auto mode feature. The customer was alleging insulin pump was under delivering. The customer performed high pressure test, displacement test and self test and they were able to passed the test. The insulin pump will not be returned for analysis.